Event description:
On january 5th 2010, the baxter field service technician advised that a colleague device, product code dnm9161, (B) (4), was serviced for damaged phm keypad with the stop key intermittently working. The date of incident and the process step is unknown. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. The software version for this device is currently not known. Incident date: unknown. Baxter notification date: jan-05-2010. Product surveillance notification date: jan-05-2010.

Manufacturer narrative:
(B) (4). The device has not been received for evaluation of "stop key intermittently working" because it was repaired on site. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.